Event description:
It was reported an ecs33 was used during a total colectomy. It was reported by the affiliate the anvil trocar (blue tip) would not remove from the anvil. A new instrument was used to complete the case. There was no consequence to the pt.